Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused during a patient infusion. The reporter stated that 15-20% of the solution remained in the device. The device had been filled with piperacillin/tazobactam 13.5g in 230 ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from july 17, 2020 - july 20, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph, which observed residual fluid inside the device bladder, which suggested an under infusion occurred.. The reported condition was verified, during initial inspection. And due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.